Event description:
It was reported that the patient had inappropriate shocks due to oversensing of wide intrinsic complexes. The patient was participating in an athletic event at the time of the shocks. An in-office follow-up and an exercise test were done, but no programming changes were made. The patient was asked to restrict exercise. There were no additional adverse patient effects. The system remains implanted.